Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 61 and 209mg/dl. The customer's expected fasting blood glucose test result range is 100 and 110mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (date / time not set): (B)(6).